Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose results of "2.x and 12.x mmol/l" with the subject meter. It is not known how much time elapsed between the results. Assuming the readings were taking within 20 minutes of each other, this complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.